Event description:
It was reported that there was an issue with the incorrect time setting on a device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised monitoring for further discrepancies, which the customer acknowledged.